Manufacturer narrative:
The event of "capsular contracture" is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿capsular contracture, baker grade iii.¿

Event description:
Healthcare professional reported a right side capsular contracture, baker grade iii and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device remains implanted.